Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated erroneous low bhcg results on two patient samples. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the samples were re-run on the other access 2 in the laboratory. Customer reported that the samples re-run on the other access 2 produced accurate results. Customer reported that the erroneous results were corrected. Customer reported that there was no change to patient care. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access total b-hcg 2x50 determinations reagent, lot 116491, and access total bhcg calibrator, lot 118621, were used in conjunction with the access 2 system. Bec field service engineer (fse) inspected the on-board bhcg reagent pack and discovered that the "front well" (well 0) appeared to be empty. The fse replaced the reagent pack. The fse noted that other than the first replicate out of the pack, all the results appeared to be normal. The fse then loaded the bhcg reagent pack in question in the customer's other access 2. The system indicated that the pack had been deleted. Therefore, the fse concluded that pack sharing had occurred for this particular pack. The fse also performed preventive maintenance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR# 2122870-2012-01598.